Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio pro meter was displaying an error 1 message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (6/20/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 1/17/2013 and 5/24/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 1 suberror 6 and 9 message. Test strips were returned, but as sub-category refers to meter issue only, test strips do not require product analysis.if any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.